Event description:
A tandem mobi cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective measure, tandem technical support confirmed the cartridge alarm and arranged to send a replacement pump. The customer was advised to continue using their current pump and switch to mdi if needed. Instructions were provided for storing the problematic pump and returning it via ups within ten days, and delivery of the replacement pump was confirmed.